Manufacturer narrative:
MFR received date: 25 nov 2019. The exhalation flow sensor was returned to the manufacturer for failure analysis. The thermistor and heated film element were contaminated. During analysis, it was determined that the contamination of the thermistor rt1 and heated film element caused the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 09aug2019, date of report : 27aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the flow sensor. The customer reported that the unit was retired due to age. The facility found that the unit was uneconomical to repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit's exhalation flow was higher than the air flow on the unit's display and higher than the certifier's reading. There was no patient involvement.